Event description:
The customer states that the architect magnesium assay is generating elevated results, sometimes beyond the upper linearity specification of the assay (designated as >3.90 mmol/l). One patient sample generated an initial result of 3.84 mmol/l that retested at 1.07 and 0.96 mmol/l. An abbott field service engineer was able to resolve issues over the phone with the customer but is scheduled to visit the customer site for further evaluation of the issue. No suspect results have been reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A service call was initiated and while the abbott field service engineer (fse) was performing the planned maintenance on the architect c8000 analyzer, he observed a non-optimal washing at the wash cup for the sample probe. The fse replaced the washer cuvette foam tip and manually cleaned all of the cuvettes. He performed the pipettor calibration. The customer proceeded to calibrate the magnesium assay and processed the quality control samples. The values were within acceptable ranges. No additional erratic occurrences have been documented since this service call. Also, based upon the data captured in the instrument logs, the cause of the elevated magnesium results could not determined. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual ((B)(4)) and the clinical chemistry magnesium reagent package insert ((B)(4)) contain information to address the customer's current issue. Review of complaint tracking and trending; field service intervention.